Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that eight days post implant the patient developed a pulmonary embolism and received thrombolytic therapy. He then developed a hematoma and active bleeding at medial corner of the implant incision site. The patient was stable and discharged eleven days later. One and half weeks after discharge the patient presented with complaints of intermittent oozing from the incision site and was placed on intravenous therapy ten days after the office visit. Subsequently the system was explanted six days later. It was determined the patient had an infection thru tissue cultures performed at the time of explant procedure. No additional adverse patient effects were reported.